Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that it is the normal stimulation that they feel. It does not relieve pain. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6): product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2026: patient reported the implant never helped them or did anything for him, but he keeps the implant charged and sometimes turns on the implant to feel the stimulation. Patient stated since two days ago they are getting a message software malfunction on the controller screen and the controller is blank with no power. Agent assisted patient with resetting the controller after reset the controller and repeat the set up process and controller power on and recharging when plug into the outlet. Controller shows ins 40% and controller 0% and recharging with green light flashing. Agent reviewed device function. The troubleshooting steps taking on the call resolve the issue. (B)(6) 2026: additional information was received from the patient. The cause of the implant not working was unknown. The program was changed by a tech, and no other actions were taken. The device "just doesn't stop the pain". The patient felt the shock, but it didn't stop any pain.